Event description:
The second report of two events that involved the same physician, and patient with two different osvii catheters. A physician reported that a second catheter of the osvii lumbar valve system (with antechamber) kinked up and the guide wire could not be removed without tearing the catheter. The patient did not incur an injury as a result of the event. The guide wire was flushed and soaked in normal saline and bacitracin prior to insertion. The bacitracin solution was used first and then the plain saline was used. The surgery was delayed as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.